Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
Maude report (B)(4) stated that the pt had a left knee hardware removal secondary to pain, swelling, locking, catching and popping of the knee. Removal of the hardware was necessary to "prevent permanent impairment of the body function or damage to a body structure." Operative report states that left knee revision total knee replacement with excision of a large cement fragment. Significant scar tissue was polyethylene was removed also. The 3mm x 8mm cr poly was inserted to replace the explanted 11mm poly. Replacement was a stryker ortho tibial bearing insert.

Manufacturer narrative:
An event regarding pain involving a triathlon cr insert was reported. The event was not confirmed. Device evaluation not performed as no items were returned. DHR records indicate that all devices were manufactured and accepted into final stock with no discrepancies. A complaint history review indicates that there have been no other similar events for the lot referenced. The cause of the event could not be determined because no medical information was provided. It is reported that a scar tissue and a large fragment of cement were removed at the revision surgery and as such these may have contributed to the symptoms pain reported. Further information is needed to determine root cause. No further investigation for this event is possible at this time.

Event description:
Maude report mw5030735 stated that the pt had a left knee hardware removal secondary to pain, swelling, locking, catching and popping of the knee. Removal of the hardware was necessary to "prevent permanent impairment of the body function or damage to a body structure." Operative report states that left knee revision total knee replacement with excision of a large cement fragment. Significant scar tissue was polyethylene was removed also. The 3mm x 8mm cr poly was inserted to replace the explanted 11mm poly. Replacement was a stryker ortho tibial bearing insert.